Manufacturer narrative:
The test strips involved with this complaint have been returned and were evaluated by lifescan product analysis on (B)(6) 2011, with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was observed with the test strips where upon performance testing with control solution, the strips fell out of range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging a bent onetouch verio test strip. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed they had a bent onetouch verio test strip issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.